Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and vaginal haemorrhage ('spotting brown blood') in an adult female patient who had essure (batch no. 626528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included respiratory infection, low back pain, muscle spasm, dysfunctional uterine bleeding and post coital bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), arthralgia ("autoimmune diagnosed: joint pain"), psychological trauma ("psych injury"), fatigue ("fatigue,"), tooth delamination ("dental probs/ deteriorated my enamel/tooth"), nervous system disorder ("nuero condit/prob"), nausea ("nausea"), feeling abnormal ("cloudiness"), fibromyalgia ("fibromyalgia"), menstrual disorder ("mentrual cycle horrible"), pain ("pain allover body"), pain in extremity ("pain bottom of my feet"), irritability ("irritable"), abdominal distension ("stomch swells"), headache ("head hurt"), abnormal uterine bleeding ("dysfunctional uterine bleeding") and coital bleeding ("postcoital bleeding") and was found to have weight decreased ("loss 68 pounds so far"). The patient was treated with surgery (endometrial ablation and hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, abdominal pain, dysmenorrhoea, intermenstrual bleeding, arthralgia, psychological trauma, fatigue, tooth delamination, nervous system disorder, nausea, feeling abnormal, fibromyalgia, menstrual disorder, pain, pain in extremity, irritability, abdominal distension, headache, weight decreased, abnormal uterine bleeding and coital bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal uterine bleeding, arthralgia, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, headache, intermenstrual bleeding, irritability, menstrual disorder, nausea, nervous system disorder, pain, pain in extremity, pelvic pain, psychological trauma, tooth delamination, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), pelvic/ abdominal, dysmenorrhea (cramping, metrorrhagia (bleeding b/w periods), fatigue, dental probs., nuero condit/prob. Post procedure 3 coils from the essure device were seen coming out of each ostia. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; dysmenorrhea most recent follow-up information incorporated above includes: on 14-may-2021: medical record received: reporter information added. Event tooth disorder replaced with deteriorated my enamel/tooth. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and vaginal haemorrhage ('spotting brown blood') in an adult female patient who had essure (batch no. 626528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included respiratory infection, low back pain, muscle spasm, dysfunctional uterine bleeding and post coital bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), arthralgia ("autoimmune diagnosed: joint pain"), psychological trauma ("psych injury"), fatigue ("fatigue,"), tooth disorder ("dental probs.,"), nervous system disorder ("nuero condit/prob"), nausea ("nausea"), feeling abnormal ("cloudiness"), fibromyalgia ("fibromyalgia"), menstrual disorder ("mentrual cycle horrible"), pain ("pain allover body"), pain in extremity ("pain bottom of my feet"), irritability ("irritable"), abdominal distension ("stomch swells"), headache ("head hurt"), abnormal uterine bleeding ("dysfunctional uterine bleeding") and coital bleeding ("postcoital bleeding") and was found to have weight decreased ("loss 68 pounds so far"). The patient was treated with surgery (endometrial ablation and hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, abdominal pain, dysmenorrhoea, intermenstrual bleeding, arthralgia, psychological trauma, fatigue, tooth disorder, nervous system disorder, nausea, feeling abnormal, fibromyalgia, menstrual disorder, pain, pain in extremity, irritability, abdominal distension, headache, weight decreased, abnormal uterine bleeding and coital bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal uterine bleeding, arthralgia, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, headache, intermenstrual bleeding, irritability, menstrual disorder, nausea, nervous system disorder, pain, pain in extremity, pelvic pain, psychological trauma, tooth disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), pelvic/ abdominal, dysmenorrhea (cramping, metrorrhagia (bleeding b/w periods), fatigue, dental probs., nuero condit/prob. Post procedure 3 coils from the essure device were seen coming out of each ostia. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; dysmenorrhea. Most recent follow-up information incorporated above includes: on 23-apr-2021: mr received: lot number, reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and vaginal haemorrhage ('spotting brown blood') in an adult female patient who had essure (batch no. 626528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included respiratory infection, low back pain, muscle spasm, dysfunctional uterine bleeding and post coital bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), arthralgia ("autoimmune diagnosed: joint pain"), psychological trauma ("psych injury"), fatigue ("fatigue,"), tooth disorder ("dental probs.,"), nervous system disorder ("nuero condit/prob"), nausea ("nausea"), feeling abnormal ("cloudiness"), fibromyalgia ("fibromyalgia"), menstrual disorder ("mentrual cycle horrible"), pain ("pain allover body"), pain in extremity ("pain bottom of my feet"), irritability ("irritable"), abdominal distension ("stomach swells"), headache ("head hurt"), abnormal uterine bleeding ("dysfunctional uterine bleeding") and coital bleeding ("postcoital bleeding") and was found to have weight decreased ("loss 68 pounds so far"). The patient was treated with surgery (endometrial ablation and hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, abdominal pain, dysmenorrhoea, intermenstrual bleeding, arthralgia, psychological trauma, fatigue, tooth disorder, nervous system disorder, nausea, feeling abnormal, fibromyalgia, menstrual disorder, pain, pain in extremity, irritability, abdominal distension, headache, weight decreased, abnormal uterine bleeding and coital bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal uterine bleeding, arthralgia, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, headache, intermenstrual bleeding, irritability, menstrual disorder, nausea, nervous system disorder, pain, pain in extremity, pelvic pain, psychological trauma, tooth disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), pelvic/ abdominal, dysmenorrhea (cramping, metrorrhagia (bleeding b/w periods), fatigue, dental probs., nuero condit/prob. Post procedure 3 coils from the essure device were seen coming out of each ostia. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; dysmenorrhea. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-may-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), arthralgia ("autoimmune diagnosed: joint pain"), psychological trauma ("psych injury"), fatigue ("fatigue,"), tooth disorder ("dental probs.,"), nervous system disorder ("nuero condition/prob"), nausea ("nausea"), feeling abnormal ("cloudiness"), fibromyalgia ("fibromyalgia"), menstrual disorder ("mentrual cycle horrible"), pain ("pain allover body"), pain in extremity ("pain bottom of my feet"), irritability ("irritable"), abdominal distension ("stomach swells"), vaginal haemorrhage ("spotting brown blood") and headache ("head hurt") and was found to have weight decreased ("loss 68 pounds so far"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, metrorrhagia, arthralgia, psychological trauma, fatigue, tooth disorder, nervous system disorder, nausea, feeling abnormal, fibromyalgia, menstrual disorder, pain, pain in extremity, irritability, abdominal distension, vaginal haemorrhage, headache and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, headache, irritability, menstrual disorder, metrorrhagia, nausea, nervous system disorder, pain, pain in extremity, pelvic pain, psychological trauma, tooth disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), pelvic/ abdominal, dysmenorrhea (cramping, metrorrhagia (bleeding b/w periods), fatigue, dental probs., nuero condition/prob. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received. Added reporter. Added event loss 68 pounds so far. Event coding "stomach swells" has been updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and vaginal haemorrhage ('spotting brown blood') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included respiratory infection, low back pain, muscle spasm, dysfunctional uterine bleeding and post coital bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), arthralgia ("autoimmune diagnosed: joint pain"), psychological trauma ("psych injury"), fatigue ("fatigue,"), tooth disorder ("dental probs.,"), nervous system disorder ("nuero condit/prob"), nausea ("nausea"), feeling abnormal ("cloudiness"), fibromyalgia ("fibromyalgia"), menstrual disorder ("mentrual cycle horrible"), pain ("pain allover body"), pain in extremity ("pain bottom of my feet"), irritability ("irritable"), abdominal distension ("stomach swells"), headache ("head hurt"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and coital bleeding ("postcoital bleeding") and was found to have weight decreased ("loss 68 pounds so far"). The patient was treated with surgery (endometrial ablation and hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, abdominal pain, dysmenorrhoea, metrorrhagia, arthralgia, psychological trauma, fatigue, tooth disorder, nervous system disorder, nausea, feeling abnormal, fibromyalgia, menstrual disorder, pain, pain in extremity, irritability, abdominal distension, headache, weight decreased, dysfunctional uterine bleeding and coital bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, coital bleeding, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, headache, irritability, menstrual disorder, metrorrhagia, nausea, nervous system disorder, pain, pain in extremity, pelvic pain, psychological trauma, tooth disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), pelvic/ abdominal, dysmenorrhea (cramping, metrorrhagia (bleeding b/w periods), fatigue, dental probs., nuero condit/prob. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received events " dysfunctional uterine bleeding and post coital bleeding" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), arthralgia ("autoimmune diagnosed: joint pain"), psychological trauma ("psych injury"), fatigue ("fatigue,"), tooth disorder ("dental probs.,"), nervous system disorder ("nuero condit/prob"), nausea ("nausea"), feeling abnormal ("cloudiness"), fibromyalgia ("fibromyalgia"), menstrual disorder ("mentrual cycle horrible"), pain ("pain allover body"), pain in extremity ("pain bottom of my feet"), irritability ("irritable"), gastritis ("stomch swells"), vaginal haemorrhage ("spotting brown blood") and headache ("head hurt"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral). Essure was removed on 12-dec-2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, metrorrhagia, arthralgia, psychological trauma, fatigue, tooth disorder, nervous system disorder, nausea, feeling abnormal, fibromyalgia, menstrual disorder, pain, pain in extremity, irritability, gastritis, vaginal haemorrhage and headache outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, gastritis, headache, irritability, menstrual disorder, metrorrhagia, nausea, nervous system disorder, pain, pain in extremity, pelvic pain, psychological trauma, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), pelvic/ abdominal, dysmenorrhea (cramping, metrorrhagia (bleeding b/w periods), fatigue, dental probs., nuero condit/prob quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: nausea, cloudiness, fibromyalgia, irritable, menstrual cycle horrible, pain all over body and bottom of my feet, stomach swells ,spotting ,head hurt were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and vaginal haemorrhage ('spotting brown blood') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included respiratory infection, low back pain, muscle spasm, dysfunctional uterine bleeding and post coital bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), arthralgia ("autoimmune diagnosed: joint pain"), psychological trauma ("psych injury"), fatigue ("fatigue,"), tooth disorder ("dental probs.,"), nervous system disorder ("nuero condition/prob"), nausea ("nausea"), feeling abnormal ("cloudiness"), fibromyalgia ("fibromyalgia"), menstrual disorder ("mentrual cycle horrible"), pain ("pain allover body"), pain in extremity ("pain bottom of my feet"), irritability ("irritable"), abdominal distension ("stomach swells"), headache ("head hurt"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and coital bleeding ("postcoital bleeding") and was found to have weight decreased ("loss 68 pounds so far"). The patient was treated with surgery (endometrial ablation and hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia, abdominal pain, dysmenorrhoea, metrorrhagia, arthralgia, psychological trauma, fatigue, tooth disorder, nervous system disorder, nausea, feeling abnormal, fibromyalgia, menstrual disorder, pain, pain in extremity, irritability, abdominal distension, headache, weight decreased, dysfunctional uterine bleeding and coital bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, coital bleeding, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, headache, irritability, menstrual disorder, metrorrhagia, nausea, nervous system disorder, pain, pain in extremity, pelvic pain, psychological trauma, tooth disorder, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), pelvic/ abdominal, dysmenorrhea (cramping, metrorrhagia (bleeding b/w periods), fatigue, dental probs., nuero condition/prob. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record ; dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), arthralgia ("autoimmune diagnosed: joint pain"), psychological trauma ("psych injury"), fatigue ("fatigue,"), tooth disorder ("dental probs.,") and nervous system disorder ("nuero condit/prob"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, metrorrhagia, arthralgia, psychological trauma, fatigue, tooth disorder and nervous system disorder outcome was unknown. The reporter considered abdominal pain, arthralgia, dysmenorrhoea, dyspareunia, fatigue, metrorrhagia, nervous system disorder, pelvic pain, psychological trauma and tooth disorder to be related to essure. The reporter commented: she received treatment for dyspareunia (painful sexual intercourse), pelvic/ abdominal, dysmenorrhea (cramping, metrorrhagia (bleeding b/w periods), fatigue, dental probs., nuero condit/prob. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: events fatigue, dental probs., nuero condit/prob, dyspareunia (painful sexual intercourse), pelvic/ abdominal, dysmenorrhea (cramping, metrorrhagia (bleeding b/w periods, autoimmune diagnosed: joint pain, psych injury added. Patient demographic details, indication for use, and insertion date were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.